Event description:
Following a catheterization procedure (type unknown), a pt had an angio-seal device placed in their femoral artery. Later (length of time not documented) the pt developed a retroperitoneal bleed and large hematoma. Details of any treatment performed (medical or surgical) were not provided to the MFR despite multiple attempts to gather info.